Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller failing to alarm upon the disconnection of the white power cable was not confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted and downloaded for review; however, the log files did not contain any events that would indicate an issue with the system controller. The system controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. The controller was connected to a mock loop, test clips, and fully charged test 14v li-ion batteries. The power cables of the controller were connected and disconnected from the test battery clips several times. The reported event was unable to be reproduced during testing. The root cause of the reported event was not able to be conclusively determined through this analysis the device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was no alarm when the white power cable was disconnected from the battery clip after the patient switched from batteries to mobile power unit at night. This required a controller exchange.